Event description:
Noise was observed on the egms, and an inner conductor fracture was suspected. The decision was made to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.